Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 726 mg/dl with trace ketones. Reportedly, multiple occlusion alarms occurred. Customer delivered a correction bolus and changed supplies to initially address bg. The customer was transported by ambulance and subsequently hospitalized where healthcare providers administered intravenous saline and insulin fluids and monitored bg levels to treat the high bg. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.